Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4) ¿ instrument. Manufacturing date: 20april2004. Part: 314.03, lot: 4752466 (non-sterile) - small hexagonal screwdriver shaft. Lot was release to the warehouse on 20april2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a small hexagonal screwdriver shaft tip broke. There was no surgical delay. The surgeon used a manual screwdriver and successfully completed the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 314.03, small hexagonal screwdriver shaft, lot number 4752466). The 314.03 small hexagonal screwdriver shaft is an instrument routinely used in the 2.7mm variable angle locking calcaneal plating system per the technique guide. The subject device was returned and reported to have a broken tip. This condition is confirmed; the hexagonal distal tip has sheared off leaving a smooth fracture surface. It is likely that over eleven years of consistent use has led to this complaint condition. The device was manufactured in 4/2004 and is over eleven years old. The balance of the returned device is in fair condition with some markings along its length. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.